Event description:
It was reported that after completion of a da vinci-assisted sacrocolpopexy with hysterectomy procedure, the patient was found to have sustained a bowel injury during a follow-up appointment. On (B)(6) 2015 and (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the gyn resident, who assisted the surgeon with the da vinci surgical procedure, informed the csr of the reported event. There were no allegations that a malfunction of a da vinci system, an instrument, or an accessory occurred during the surgical procedure. In addition, there were no reports that an intra-operative complication occurred during the da vinci-assisted surgical procedure. During a follow-up post-op visit, the initial reporter indicated that the patient did not look right. The patient was evaluated and a bowel perforation was identified. The patient underwent open surgery on an unspecified date to repair the bowel injury. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the operative complication experienced by the patient. There is no claim that a malfunction of a da vinci system, an instrument, or an accessory occurred. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the patient was found to have sustained a bowel perforation after undergoing a da vinci-assisted surgical procedure. However, at this time, the cause of the patient's operative injury is unknown.